Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6) laboratory technician. Jude medical (B)(4) laboratory; failure (event) observed during analysis. Analysis found insulation abrasion at 12.3cm from the connector pin. This abrasion is consistent with that of friction to the can. Further examination showed an inside- out abrasion at 9.5cm from the distal tip.